Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The analysis of the lead confirmed the clinical complaint. The insulation of the lead was massively damaged by squashing about 38 cm distal of the is connector pin. In this area, the lead body was severely damaged by deformation, and the rope conductor to the shock electrode was fractured, which was confirmed by the electrical analysis. In addition, damage to the coating of the rope conductor to the ring electrode could be detected at just that site. The observed damage manifestation requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approximately 31 months, a possible lead defect was reported. The lead was replaced and returned to biotronik for analysis. No adverse patient events were reported.